Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were undersensed beats in an episode. It was reported the patient presented in the ER and there was one symptom episode. After viewing the episode it was reported it did not look "like a cardiac event" but there were a few "misses" or undersensed beats. The suspected undersensing did not trigger an episode recording. The device remains in use. No patient complications have been reported as a result of this event.